Event description:
The patient reported that the up and down arrow buttons are not activating desired pump functions. The patient does not clean the pump. The patient is able to use the meter remote to deliver bolus doses. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow up #1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The "up" and "down" keypad buttons respond intermittently when pressed. The "ok" and "contrast" buttons respond appropriately when pressed. The "contrast", "up", "down" and "ok" buttons have normal spring back or click. The keypad was removed to investigate revealing evidence of contamination under the "up" and "down" contact buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.